Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of ascts0034 showed no other similar product complaint(s) from this lot number.

Event description:
Per ms&s: "do powerloc safety infusion set needles contain nickel?" Ms&s, confirmed that the non-coring needles is stainless steel and does contain nickel. "Nurse reports a patient is reacting with a rash over her chest and port septum and they are trying to rule out the needle. The rash "looks like a typical nickel allergy." The rash is not confined to the needle entry area, but extends over the chest wall. Nurse is going to rule out the antimicrobial agent used to cleanse the skin before access and the dressings.